Event description:
A hip arthroscopy tray was borrowed from facility for use at another facility. The pt had pain s/p procedure and an x-ray revealed a piece of wire still in the hip. The wire was retrieved and the pt is pursuing legal action. The wire that was retrieved is in safe keeping at the facility which did the procedure.